Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. The customer's blood glucose (bg) level was 300mg/dl and decreased to 30mg/dl.the customer believed that the pump was delivering insulin when it said that the correction boluses were not being delivered. The customer delivered a correction bolus to address the elevated bg level and consumed orange juice to treat the low bg level. Pump supplies were changed to resolve the occlusion alarm. Tandem technical support educated the customer regarding occlusion alarms and informed the customer that based on their pump's logs the customer attempted to deliver correction boluses multiple times but only two correction boluses were delivered during that day that the customer had requested. Recommendation was made to consult with a health care provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) level was confirmed on (B)(6) 2017. User made bolus request without entering current bg level and still having insulin on board (iob). Multiple alarm 2 (occlusion detected) annunciated on (B)(6) 2017. There was 140 units of insulin in the cartridge when first alarm 2 was annunciated. Multiple alarm 2 annunciations terminated bolus requests, and no insulin was delivered. Cartridge change sequence was completed to correct alarm 2 annunciation. User did not utilize the cgm option for their t:slim g4 pump. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.